Event description:
As reported, during use in a bradycardic patient with episodes of heart rate dropping to 29 beats per minute and pausing for up to 6 seconds, this swan-ganz pacing catheter could not be successfully inserted through the right internal jugular (rij) vein. Insertion was subsequently successful via the left internal jugular (lij) vein; however, the device failed to achieve pacing. Correct positioning was confirmed using bedside ultrasound and based on observed patient ectopy. The wire and connections were replaced, after which pacing was successfully achieved. According to the customer, the issue may have been related to a potentially faulty pacing wire. This event caused a delay in temporary pacing for patient. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section d9, h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of insertion difficulty was unable to be confirmed. Customer report of pacing difficulties was confirmed. As received, no visible damage or kink was observed from the returned catheter during visual examination. Continuity testing confirmed a full open condition of the distal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Distal leadwire was found to be broken under the balloon. Proximal circuit was continuous. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection for proximal and distal electrodes.